Manufacturer narrative:
H11: corrected data: corrected section h6 (component code, device code).

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm edwards aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to calcification. The procedure was performed with a 26mm 9755rsl transcatheter valve. Patient doing well.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5 h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted..

Event description:
It was reported and learned through investigation that a patient with a 27mm edwards aortic valve underwent a valve-in-valve procedure after an implant duration of at least 18 years, 11 months due to calcification. The patient presented with heart failure. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was in stable condition post procedure.